Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 810:11 was confirmed by baxter personnel during product evaluation. The root cause was assigned to an air in line board failure. The air in line printed circuit board was replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed that this device has not been serviced prior to this event for the reported condition.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 810:11 occurred. There was no patient involvement. There was no adverse event, patient injury, or medical intervention associated with this report. The event occurred on the surgical floor. The user interface module software version of this device is currently unknown. There is no further complaint information available.